Event description:
Pt had a lifesite device explanted due to skin necrosis. New valve was reimplanted for use at a different access site. Implanting physician did not want to use "ipa" alcohol to irrigate the lifesite valves.